Event description:
Boston scientific (bsc) crm received information that this ventricular dextrus lead was exhibiting impedance measurements greater than 2500 ohms with non capture at 5.0v @ 0.5ms. No adverse patient effects were observed. The lead was successfully repositioned and remains active in the patient. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Implant and event dates were not made available.